Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: patient's surgery was scheduled in (B)(6) 2014. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my left coil perforated my tube') in a 36-year-old female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: patient's surgery was scheduled in (B)(6) 2014. Concerning the injuries reported in this case, the following one was reported via social media: bilateral salpingectomy. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event ¿salpingectomy¿ was deleted. Event added: fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my left coil perforated my tube') in a 36-year-old female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: patient's surgery was scheduled in (B)(6) 2014. Concerning the injuries reported in this case, the following one was reported via social media: bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("surgery-bilateral salpingectomy") in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the salpingectomy outcome was unknown. The reporter considered salpingectomy to be related to essure. The reporter commented: patient's surgery was scheduled in (B)(6) 2014. Concerning the injuries reported in this case, the following one was reported via social media: bilateral salpingectomy. Most recent follow-up information incorporated above includes: on 31-jan-2018: lawyer added. Events surgery was updated per social media: surgery - bilateral salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.